Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display. The unit operated to the manufacturer's specifications. The suspect part was returned to manufacturer for further testing and evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the display of the roller pump was scrambled. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.